Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that he was hospitalized in the past due to chronic pancreatitis that may be causing the elevated blood glucose readings. It was reported that the customer experienced high blood glucose readings as well as a big difference between blood glucose levels versus sensor glucose readings. Customer stated that the blood glucose reading was 50 mg/dl while the sensor read 158 mg/dl. Customer stated that they believe the insulin pump is not functioning as designed and customer has not been able to get his sugar levels below 300 mg/dl. Customer stated that he treated with a manual injection and still the sugars are high. No further information reported.